Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the reservoir was leak at the top of needle guard. The blood glucose level was unknown at the time of incident. Troubleshooting was performed for reservoir leak. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded. Unable to pre-fill.